Event description:
A consumer reported that following lasik surgery, he had blurry vision "alternatively" in the right eye and the left eye blurs at time. He also reported his head and eyes hurt when both eyes are open and he cannot use the computer without closing the right eye. The consumer reported, according to test performed prior to surgery, the right eye had better vision and that following surgery, the left eye had better vision. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).